Manufacturer narrative:
Device passed the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed software error alarm, line number 3540 file number 26 due to a software error. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint found pin 6 of the ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was hardware low level failure. Customer's blood glucose was 202 mg/dl. Customer also reported that the insulin pump had received software error detected alarm. Customer was able to successfully clear the alarm and received did not request to rewind insulin pump. Customer was performed self test and the test passed. Customer troubleshoot was performed. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.